Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced sensor anomaly with a few sensors. It was reported that some sensors had missing cannula and some sensors had short and bent cannulas. Customer's blood glucose was 225 mg/dl. Caller was educated on issues that can cause cannula to retract. Troubleshooting could not be performed due to customer not being available with sensor.